Event description:
Procedure: laparoscopically assisted hysterectomy. Reportedly, during the removal of the device from the patient cavity, a piece of the device broke and fell into the cavity. No information on the device that fell into the cavity. No patient injury reported.